Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead may have been damaged due to patient having a history of fall. It has been reported that there was noise on this lead and shock at the same time with isometrics. There is possible lead abrasions and tortuous anatomy. This is still in active use. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).